Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported before use they observed that the blue part had been disengaged. There was no patient use.

Manufacturer narrative:
Device manufacture date was added the device history record (DHR) was reviewed showing no discrepancy. One physical sample was received for evaluation. The sample was visually inspected with the multifunctional team and a detachment was observed between the sure grip and the tube due to missing of solvent. The reported issue was confirmed. A walk through of the process was performed showing the current process was running according to approved specifications. However, because the tube assembly is performed manually, manufacturing will perform functional tension and leakage tests before product release. A retraining of personnel was carried out and a quality alert was issued. This complaint will be used for tracking and trending purposes.